Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a removal of the bile duct stones procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the proximal end of the sheath separated, and the captured stone could not be crushed. It was reported that there is possibility that the device made contact with the working channel of the scope. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a removal of the bile duct stones procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the proximal end of the sheath separated, and the captured stone could not be crushed. It was reported that there is possibility that the device made contact with the working channel of the scope. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the sheath was found to be buckled in multiple areas and torn at distal end of the heat shrink. Functionally the basket failed to extend due to the damage noted to the sheath and the heavy residue. The basket was manually extended and retracted and the wires were found to be even spaced and not deformed. The condition of the returned incident device was consistent with the complaint that the sheath was torn. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back and the sheath was buckled. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance. The device history record review confirmed that all accepted devices met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).